Event description:
The customer originally reported that a wire was exposed and the instrument would no longer activate. Another instrument was used to complete the procedure. No ill effect to the pt. Upon return for eval, the device was found to have a bare jaw wire.

Manufacturer narrative:
(B)(4). A visual examination revealed one of the wires was bare. The insulation of the wire had been peeled back. The wires may have contacted a sharp edge of a trocar during insertion or removal of the device or another instrument. The IFU warns: carefully insert and withdraw instruments from cannulas to avoid possible damage to the devices and/or injury to the pt.